Event description:
It was reported that the gastrointestinal videoscope exhibited an e216 scope communication error code. The issue was found during routine maintenance and there were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Based on the results of the investigation, and although the definitive root cause of suggested event could not be determined, the event most likely resulted from immersion fluid ingress in the scope connector. Olympus will continue to monitor field performance for this device. Updated fields:d8,h2,h3, h6, h11.